Event description:
Information received by medtronic indicated that the customer reported the minimed application was not working. The troubleshooting was performed. It was unknown whether the customer will continue to use the device. The device will not be returned for the product analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.